Event description:
An olympus onsite support specialist reported on behalf of the customer, the oes cystonephrofiberscope was reprocessed incorrectly and blew the distal end cover open. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to the bending section cover was blown out and torn. In addition, the insertion tube was buckled and scratched. The bending section cover adhesive was lifted and scratched. The bending section cover caused an air leak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the reported issue was confirmed; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.